Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing passing both the rite electrical test and the rite functional test. The product analysis lab (pal) evaluated the device and no failure or malfunctions were identified. The assignable cause of the increased intra-peritoneal volume identified in the logs was determined to be: insufficient drain, false empty detect and use error. Initial drain alarm setting inappropriately programmed too low (0 ml). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice (hc) during initial (I) drain. The cg stated the patient line had air in the line and the drain had not moved in 2 hours. The technical service representative (tsr) assisted the cg to cycle power to end the therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.

Event description:
Five increased intraperitoneal volume (iipv) situations were identified in the log of a homechoice (hc) device. This is report 5 of 5. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 2500ml and the total drain volume was 5626ml. This drain volume meets baxter's iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.